Event description:
Kimberly clark received a complaint indicating that "while reducing the length of the endotracheal tube, they cut though the suction catheter and et tube." A portion of the suction catheter passed into the patient's lung and was retrieved successfully via bronchoscopy. The user stated that there was no obvious defect with the product. No patient injury was reported. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
No sample has been provided for evaluation. Without a lot number, the device history record could not be reviewed. However, it has been reported by the end-user that this incident was user-error related. The directions for use states "fully withdraw trach care catheter before cutting endotracheal tube, otherwise the catheter may also be cut." No additional information has been received. No corrective actions will be taken at this time as the product performed as intended. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations and corrective actions will be taken.